Event description:
It was reported that when the patient's pacemaker was checked before, it "reset" his neurostimulation device. The carelink monitor did not have a magnet in the wand. It was unknown when this ("resetting of his neuro devices") happened to the patient. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. This patient had two devices and it was unknown which device the event pertains to, so a report has been filed on both. Refer to manufacturing report number 3004209178-2013-22052.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator, product ID 3389-40, lot # j0437000v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3389-40, lot # j0437000v, implanted: (B)(6) 2004, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37602, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).